Manufacturer narrative:
Pump was communicating properly with minilink transmitter sensor and glucose sensor simulator. No unexpected weak signal, calibration error or lost sensor error alarms noted. Unit passed displacement test, self test and unexpected restart alarm test. No unexpected external ram crc error, unexpected restart alarm or displayable history crc check failed on startup error alarms noted during testing. However, displayable history crc check failed on startup error alarm found in alarm history. Displayable history crc check failed on startup error alarm due to corrupted history file. No cosmetic damage noted.

Event description:
It was reported that the customer was experiencing issues with the sensor and receiving a weak signal alert. The customer's blood glucose was 199 mg/dl. Troubleshooting was done. Advised that a replacement sensor would be sent. Advised customer to return her sensor for analysis. Advised to monitor the insulin pump and call back if further assistance was required. The customer also mentioned receiving the unexpected restart alarm, the external ram crc error alarm and the displayable history crc check failed on startup alarm. Advised that the insulin pump needed to be replaced. Nothing further reported.